Manufacturer narrative:
Corrections: plant investigation: an exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the top cover, on the pump door, and on the safety clamp. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed, and the display became fully operational. There were visual indications of dried fluid on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test, balloon valve actuation test, teach pump test, and a patient sensor calibration check. The mushroom head checks passed. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and that the cycler failed on 2/20/2019 due to a ¿dim display¿ issue. The cycler was sent to rework, where the issue was traced to ¿inverter board damage¿, and the inverter board was replaced on 2/21/2019 verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was dim during their peritoneal dialysis (pd) treatment. The display brightness was set to 10, it was reported that the issue was not a result of the supplies. It was reported that there were noises during drain¿s 1 through 5, and it sounded like an aggressive squealing noise that was pretty loud. The patient reported receiving a patient line is blocked message. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Additional information was requested, however to date has not been received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: an exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the top cover, on the pump door, and on the safety clamp. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed, and the display became fully operational. There were visual indications of dried fluid on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test, balloon valve actuation test, teach pump test, and a patient sensor calibration check. The mushroom head checks passed. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and that the cycler failed on (B)(6) 2019 due to a dim display issue. The cycler was sent to rework, where the issue was traced to inverter board damage, and the inverter board was replaced on 2/21/2019 verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patients liberty select cycler was dim during their peritoneal dialysis (pd) treatment. The display brightness was set to 10, it was reported that the issue was not a result of the supplies. It was reported that there were noises during drains 1 through 5, and it sounded like an aggressive squealing noise that was pretty loud. The patient reported receiving a patient line is blocked message. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Additional information was requested, however to date has not been received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.